Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic for a routine follow up. The patient was scheduled for a device changeout july 2014 but this did not occur and now the device was at end of life (eol). The patient had an underlying atrial fibrillation arrhythmia. The device changeout procedure took place and it was noted that the right atrial (ra) lead pacing impedances were high and out of range in the bipolar configuration. The patient was programmed to vvi50 and a follow up was scheduled in three months. No adverse patient effects were reported.